Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was sleep walking and fell; the pump became dislodged from their sutures. It was noted that the pump was flipping in the wound. The pump contained 20.0 mg/ml of bupivacaine with 15.014 mg/day dosage; 200 mcg/ml of fentanyl with 900.8 mcg/day; 1000 mcg/ml of clonidine with 750.7 mcg/day; and 150.0 mcg/ml of baclofen with doses of 112.60 mcg/day. On (B)(6) 2010, the device was surgically repositioned. The outcome was noted as ongoing. Additional information received indicated the drug in the pump was noted as bupivacaine, dilaudid, clonidine and baclofen. The baclofen was noted as 150.0 mcg/ml with doses of 59.97 mcg/day, 78.26 mcg/day, 48.68 mcg/day, and 77.29 mcg/day. Additional information has been requested and will be made as follow up as it becomes available.